Event description:
Title: xxxxx. Event desc: error message after infusion started on precedex: "check plunger" x 6 and infusion stoppage each time. Pump switched out and running appropriately now. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working. See scanned pages.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4)